Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: from the returned photo, observed insect inside syringe product. Hence, we confirmed the customer experience. Syringe DHR was reviewed. The batch number was built on syringe assembly 10ml - line in april 2019. No similar defect was found during qa outgoing inspection and in process inspection. No quality notification was raised on past 12 months on similar non-conformance. Root cause description: the foreign matter (insect) inside the syringe product could be due to uncontrolled storage conditions before distributed to the customers¿ premises. The nonconformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls monthly summary report for april 2019 and no abnormalities were detected at the 10ml manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance. Rationale: the incident identified from this complaint will be tracked and monitored.

Event description:
It was reported that foreign matter (insect was discovered prior to use with a bd syringe 10ml ll bns. The following information was provided by the initial reporter: 1 pc of bd 301991 has been rejected as an insect was found in a syringe.